Event description:
Boston scientific received information that this implantable right ventricular (rv) lead was exhibiting high pacing impedance measurements greater than 2,500 ohms in both bipolar and unipolar configurations. There were also high pacing thresholds measurements. There was evidence of noise in which resulted in the storage of many vt episodes. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Additional information received indicated the patient did not require pacing therapy in the rv. At this time there were no plans for intervention. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Approximately six years later this patient's device was replaced due to normal battery depletion. During the replacement procedure the rv lead was surgically abandoned. A new rv lead was successfully implanted. No adverse patient effects were reported.